Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 405 mg/dl, with extreme drowsiness, and unspecified ketones, with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the basal delivery totals in total daily dose did not match due to a battery change. The basal history matched the active basal program settings. The bolus totals did not match and had a greater than 5% difference. The patient stated they were sleeping during the times of two of the recorded boluses. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the pump was unable to power on with the returned battery cap. The battery compartment threads were stripped. A test battery cap was able to tighten to the pump and was used to complete testing. The pump was exercised for 12 hours with no issues observed. The recorded total daily doses of insulin added up to the user's programmed settings.